Event description:
Patient was readmitted to hosputal to remove 4 x 8 raytec sponge left in from previous back surgery 12 days before. It was located at the subcutaneous fascia level. The wound was debrided and closrd. Cultures taken were negative. Regular count procedures were done during closing in both cases. No deviations had been noted both timesinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: incorrect technique/procedure, other. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was destroyed/disposed of.